Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the broken reference electrode, part number mu919700 which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
False low ise (ion-selective electrode) patient results were generated on the dxc 700 au clinical chemistry analyzer. There was no change in patient treatment in association with this event.